Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device cause non disposable alarm on two pumps. This occurred three times. The reservoir volume was 100ml, the rate was 65ml/24hrs. The cassette was changed and the alarm resolved. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.